Event description:
The rptr stated that the rubber in the access port popped out causing the nurses clothes to be splattered. The kit was on an arterial line and had been in place for 2 days. The nurse was in the process of finishing a blood draw and was flushing the clear volume back into the pt. There was no injury or treatment associated with this event.

Manufacturer narrative:
There were various lot #s available on the floor at the time of the incident. The lot #s were 33g230005, 33g80019, and 34c08d03. The prods were MFR 07/2003 and 03/2004. The returned samples had the sampling site body cracked. The cracking is related to the inner diameter of the site body being smaller. The sampling site body has been revised over the last year to allow for ease of insertion of the sampling site. All prods remaining in stock has been reviewed and any prod prior to the body change is being 100% reworked. The forming process has been reviewed with no issues. This issue is being monitored. The device history records were reviewed with no issue present. Medex was able to confirm this issue and determine the cause. No add'l action necessary. Medex considers this issue closed with this MDR report.